Event description:
Customer returned the product without providing any information as to the reason for the return. A note received with the returned product states "alarm was malfunctioning, alarm is not sounding." No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the alarm confirmed the note attached to the alarm; the alarm powers on but does not sound at all. The volume or tone buttons have no effect when pushed. The alarm was tested with the customer's returned magnet and a known working magnet. (B)(4).